Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient had remained in the hospital due to electrolyte imbalance. It was noted the patient had received two inappropriate shocks for suspected double counting/oversensing. It was noted the shocks were due to the electrolyte imbalance. The patient was intubated and treated with dialysis and the cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.